Event description:
On (B)(6) 2012, this pt was implanted with a gore tag thoracic endoprosthesis to treat a descending thoracic aneurysm. It was reported a cerebrospinal drain was performed prior to the surgery. The physician reportedly implanted the tag device right above the celiac artery. There was patency from the renal arteries and the celiac artery at end of procedure. It was reported the top part of the device did not cover the aortic arch. The pt tolerated the procedure. Approx 24 hours post procedure the pt was experiencing renal ischemia and paraplegia. The pt expired on (B)(6) 2012 due to multisystem organ failure and visceral artery insufficiency.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pr-release specifications. The gore tag thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include: neurologic damage, local or systematic (e.g., stroke, paraplegia, paraparesis), and renal (e.g., artery occlusion, contrast toxicity, insufficiency, failure).